Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013; inratio2: 2.2; lab: 1.6, (B)(6) 2013; 2.2; 1.7. Therapeutic range 2-2.5. Time between testes: <5 minutes. Patient self tester is milking finger after finger stick; not using the first drop of blood; no applying sample immediately after finger stick.

Manufacturer narrative:
No product was expected to be returned. Retain strip testing results met both accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Product deficiency was not established. Corrective action is not required at this time.